Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 12 may 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was tested in-house, and the review of qc revealed a loss of chemical performance, which confirms the complaint. The investigation shows the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor's hydrogel oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D9. Device available for evaluation? Yes, 8 june 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 174. H6. Investigation conclusions updated to 4307.